Manufacturer narrative:
The manufacturer intended to submit this report in the q2 2017 asr submission for e2012036. E2012036 was placed on hold due to the participation malfunction summary reporting (e2015055) on june 20th 2017.

Event description:
The user facility reported that the device was overheating during testing. There was no medical intervention or adverse consequences.